Manufacturer narrative:
H6: investigation summary one 2000e sample was received for investigation in an opened packaging from lot 19125372. No further information was available to assist the investigation in this instance. A visual inspection of the 2000e sample did not identify any signs of damage or manufacturing defects which could have contributed to the customer's experience. Functional testing was performed by connecting the sample to a 50ml bd plastipak syringe and a 5ml bd luer slip syringe from stock and flushing with fluid; no occlusion or flow restriction was identified during testing. A review of the production records for lot 19125372 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. H3 other text : see h10

Event description:
It was reported that the ll vlv adpt(stand alone) would not flush due to fluid blockage/occlusion. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "connectors not flushing"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ll vlv adpt (stand alone) would not flush due to fluid blockage/occlusion. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "connectors not flushing".